Event description:
Facility reported an internal leak (9th use). Circuit was changed. Estimated blood loss was 250cc. No pt ill effect. No medical intervention. The sample is available for examination. Medwatch filed on blood loss.